Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the insulation failed due to the cut forceps elevator (fe) lever shrinkable tube; the nozzle was dented; there were scratches on the charged coupled device unit (ccd) and light guide (lg) lens; the lg lens, bending section cover (a-rubber) adhesive and connecting tube protector were broken; the connecting tube was corrugated; the scope cover (s-cover) and grip part were deformed; the angulation in the up direction was out of standards due to the worn angle-wire; there were corrosion from control part and electrical connector (el-connector) due to the leakage; the waterproof failed due to the deformed grip part, right/left and upward/downward knob; the water-pipping function was out of standards due to the deformed nozzle; there was noise on the image due to the deformed el-connector; the image was partially dark due to the scratch on the ccd lens; and there was white scratch on the image due to the broken ccd unit. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a preparation for use of an unspecified diagnostic procedure, the duodenovideoscope had a crack from the charged coupled device (ccd) lens. The procedure was completed using a similar device with no delay. During evaluation, the following reportable issue found that the inside of the lightguide lens (lg) was discolored. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610595-2023-18309 (patient identifier (B)(6). Refer to this file for supplemental information related to this event.